Event description:
It was reported that 2 bd alaris¿ smartsite¿ texium¿ secondary sets each from lots 22129091 and 22129045, as well as 7 sets from lot 22119295, and 1 set from lot 22119188 all had issues with the tubing kinking below the drip chamber prior to use. The following information was provided by the initial reporter: "these additional sets are all kinked, mostly directly below the drip chamber although two or three were bent elsewhere along the infusion line. Due to our institution having had three instances of snapped lines of this same kind, we made the decision to avoid future chemo spills by pulling all bent/kinked lines leaning into an abundance of caution to keep our patients and staff safe. - was there any patient involvement when defect was identified? O these extra items / new complaint were all removed from stock locations and did not yet involve patients or staff."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 12-may-2023. H6: investigation summary: a complaint of sets being kinked below the drip chamber in packaging was received from the customer. Samples were received for investigation. Through visual inspection, the samples were seen to be kinked inside packaging. The customer complaint was confirmed. A device history record review for model 10013364t lot numbers 22129091, 22129045, 22119295, and 22119188, was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. The manufacturing process was reviewed, and the possible root cause is the incorrect coiled of the product by the assembler. A quality alert was generated to reinforce the correct coiled tubing. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 22129091. Medical device expiration date: 07-dec-2025. Device manufacture date: 05-dec-2022. Medical device lot #: 22129045. Medical device expiration date: 07-dec-2025. Device manufacture date: 02-dec-2022. Medical device lot #: 22119295. Medical device expiration date: 17-nov-2025. Device manufacture date: 16-nov-2022. Medical device lot #: 22119188.medical device expiration date: 07-dec-2025. Device manufacture date: 10-nov-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd alaris¿ smartsite¿ texium¿ secondary sets each from lots 22129091 and 22129045, as well as 7 sets from lot 22119295, and 1 set from lot 22119188 all had issues with the tubing kinking below the drip chamber prior to use. The following information was provided by the initial reporter: "these additional sets are all kinked, mostly directly below the drip chamber although two or three were bent elsewhere along the infusion line. Due to our institution having had three instances of snapped lines of this same kind, we made the decision to avoid future chemo spills by pulling all bent/kinked lines leaning into an abundance of caution to keep our patients and staff safe. - was there any patient involvement when defect was identified? O these extra items / new complaint were all removed from stock locations and did not yet involve patients or staff."